Event description:
(B)(4). Reason for original complaint - litigation papers alleged: excessive levels of chromium and cobalt. Update (B)(4) 2012 of patient fact sheet form was received which identified part/lot information. The complaint and associated mdrs were updated. Doi: (B)(6) 2009 - first revision, right hip. There was no new information that would change the outcome of the investigation. The pfs adds a 2nd revision, head only (right hip). Product head added and reported. Update rec'd (B)(4) 2013- ppd and medical records received. After review of the medical records there are no updates for the left side. The right side was revised on (B)(6) 2009 for infection with positive wound cultures. Only the femoral implant and sleeve were revised, stem and cup were left in place. The stem and sleeve are being reported now as infection was confirmed. The right side was revised again on 2/2/2011 for another infection and all implants were removed and prostalac was placed. The femoral implant and taper sleeve are being reported for infection. The cup and stem have already been reported. The patient was reimplanted with non- depuy implants on 6/2/2011. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. The asr devices have been discontinued/obsoleted/withdrawn from the market and will not be investigated further. A search of the complaints databases against the femoral stem found no other reports. The investigation can draw no conclusions with the information provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).